Manufacturer narrative:
Device expiration date: unknown. PMA/510(k)#: preamendment. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd vacutainer® one use holders experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: 4 bags of single use holder has 2 manufacture dates.

Event description:
It was reported that an unspecified number of bd vacutainer® one use holders experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: 4 bags of single use holder has 2 manufacture dates.

Manufacturer narrative:
H.6. Investigation: bd had received photos provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 2 manufacturing dates with the incident lot was not observed. There are 2 dates present; one is the manufacturing date, which is next to the manufacturing symbol. The other date is the revision date for the labelling version. The labelling meets requirements and there were no related quality non-conformances in regards to the labelling of this device. H3 other text : see h.10.